Manufacturer narrative:
(B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the st80i system lost connection to the pim just after injection of dobutamine. The nurse changed the patient to another system to obtain the patient's ECG. No additional information was provided; therefore, good faith efforts are being performed.

Manufacturer narrative:
Additional information was received that clarified that no actual patient harm occurred due to this issue, though the patient in this situation was considered critical in this ward. Testing of the device did not confirm the issue and the issue could not be reproduced. As per the definition of non-reportable, the loss of signal would be obvious to users because the appearance is easily distinguished from normal monitoring as there are no parameters, waveforms and patient data. This would prompt service to evaluate equipment and would not potentially cause misdiagnosis or injury to the patient or users. Alternate monitoring would be implemented per hospital protocol. Dobutamine stress testing is performed under direct clinical supervision with continuous monitoring of ECG, vital signs, and patient symptoms. Patient safety does not rely solely on the stress system, as trained staff are present to recognize changes and respond immediately. In this case, dobutamine is administered as part of the stress protocol and is short-acting, so its effects wear off quickly once administration stops. Even if the system stops working after administration, the patient can still be clinically assessed and managed using standard interventions. While the test may need to be repeated, this situation would not be expected to result in serious injury or death. This is captured in the risk file. No additional information was provided; therefore, good faith efforts are being performed. It was clarified that no actual patient harm occurred due to this issue, though the patient in this situation was considered critical in this ward. Testing of the device did not confirm the issue and the issue could not be reproduced. The device was in use at the time of the event. Analysis was performed by a philips field service engineer (fse) who interviewed the customer and troubleshot the unit. Onsite testing of the device did not confirm the issue as the fse could not determine any source of interference. The fse reported the issue could not be reproduced. The logs were provided by the customer to be further evaluated by an internal product support engineer (pse). Summary of technical complaint investigation: the logs provided could not give any further insight into the issue. Based on the information available in the case and the testing conducted, the customer's alleged malfunction could not be reproduced. The reported problem was not confirmed. If additional information is received, the complaint file will be reopened for further investigation.

Manufacturer narrative:
Additional information was received confirmed there was no patient harm. As per the definition of non-reportable, the loss of signal would be obvious to users because the appearance is easily distinguished from normal monitoring as there are no parameters, waveforms and patient data. This would prompt service to evaluate equipment and would not potentially cause misdiagnosis or injury to the patient or users. Alternate monitoring would be implemented per hospital protocol. Analysis was performed by a philips field service engineer (fse) who interviewed the customer and troubleshot the unit. Onsite testing of the device did not confirm the issue as the fse could not determine any source of interference. The fse reported the issue could not be reproduced. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.